Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field believed that the cause of the embolization was due to the device being small for the defect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the device was sized using computerized tomography (CT) and transesophageal echocardiogram (tee). Prior to releasing the device, all close criteria were met. The patient remained hemodynamically stable throughput the procedure. The device was successfully explanted in an emergency procedure on (B)(6) 2023. A non-abbott device was used to clip the appendage. The patient was reported as stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant. After the device was released from the delivery system, the physician checked the imaging to confirm device location. During this check, the device was not visible in the left atrial appendage. The device embolized and landed in the left atrium. The physician attempted to snare the embolized device, but this was unsuccessful. The patient was then sent to surgery for device removal and to clip the appendage. No patient consequences were reported.